Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected failed battery test alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Event description:
It was reported that the numbers on the customer's insulin pump were ramping up, and she received a failed battery test that she could not clear, due to the button issues. Her blood glucose level was 114 mg/dl. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.